Event description:
It was reported that the patient presented in clinic symptomatic of hematoma. The implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2023. There were no patient consequences.